Event description:
Boston scientific received information that during a normal upgrade procedure when removing this device it was found that the header was coming apart from the device. There were no adverse patient effects. The device was removed successfully.

Manufacturer narrative:
The explanted device will be returned for analysis. Upon completion this report will be updated.